Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose readings of nearly 30 mg/dl. It was noted that the perceived cause of the low blood glucose readings was that the customer may have taken too much insulin for what he ate. Customer declined any troubleshooting. Customer's blood glucose readings at the time of the call were 103 mg/dl. No further information reported.